Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose and the reading was 309 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test.